Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. The reported improper or incorrect procedure or method (failure to follow steps/instructions) was due to the user continuing deploying the clip despite the efaa issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3-4. An xtw clip was implanted on the center of a2/p2. When preparing to deploy the clip, the arm positioner was turned to neutral, and the clip opened to 5-10 degrees, and mr increased. The arm positioner was then turned tight again, and mr went back. When the arm positioner was turned to neutral again, the clip opened again. Another attempt was made with the same result. It was decided to implant the clip. Upon deployment, the clip opened about 15-20 degrees. Mr increased to grade 2+. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.